Event description:
During percutaneous coronary intervention (pci) to treat in-stent restenosis, it was observed that the distal end of the stent was flared. While retrieving the device, the stent dislodged and could not be removed by a snare. Pci was being performed due to in-stent restenosis of a taxus stent in mid to distal right coronary artery (rca). The (type b) lesion was also characterized as calcified and some angulation. The vessel was also tortuous. Pre-procedure timi I flow was recorded. The lesion was pre-dilated with a 2.5 x 15 mm balloon at normal pressure and the 2.5 x 23 mm cypher select was loaded on the guide wire and when it passed through the guiding catheter, it was noticed that the distal end of the stent was flared. During an attempt to retrieve the device, the stent dislodged. The physician retrieved the stent with a snare and pulled it to the femoral artery. However, it could not be passed through the sheath due to the stent flare. The stent was surgically removed without further complications. The device appeared normal before the procedure and prepped normally. There was no negative pressure done outside of the patient and there were no previous attempts to withdraw the delivery system back into the guiding catheter at any point prior to the stent deployment.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional information received, will be submitted within 30 days upon receipt.